Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with cracked battery tube threads, cracked reservoir tube lip and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. The customer was treated with insulin pump. Customer declined to troubleshoot for high readings. Customer also stated that reservoir moved up and down. Customer was neither in emergency room nor admitted into hospital and based on customer report, customer did not allege insulin pump was under delivering. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.